Event description:
It was reported that at the hospital, the pump ¿did not load¿ and exhibited error 1720. The issue was not resolved and the equipment was replaced. It was unknown if there was patient involvement or patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed cracked front and rear housing. Event history log review was not applicable. Functional testing was able to replicate the reported issue; it was found that the real time clock (rtc) battery records 3037 days which is over limit and the pump also recorded error code 1720. The root cause was determined to be a faulty backup capacitor. The backup capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.